Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. This valve was successfully implanted for over 13 years. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Unfortunately, the device was not explanted from the patient; therefore, edwards could not assess the valve to conclusively determine the root cause of this event. No further actions are possible with the available information.

Event description:
In this case, it was reported that the patient underwent a valve-in-valve procedure after an implant duration of approximately 13 years, 2 months due to severe aortic valve regurgitation. Per the op report, a jr4 catheter was utilized to traverse the aortic valve without much difficulty. A 26 mm edwards sapien valve was deployed into the aortic valve under fluoroscopy and echocardiographic guidance. Successful implantation of the edwards transcatheter aortic valve was noted. No operative complications reported.